Event description:
The nurse reported that the customer was hospitalized for high blood sugar levels. The customer stated that they had high bgs all day and ended up in the hosp. The customer stated that their pump settings were correct. Troubleshooting was done and the pump passed tests. The customer was instructed to change out entire set and site.